Event description:
It was reported that post-mortem, the device was unable to be interrogated using merlin 2 programmer and poor telemetry was noted while interrogating using a merlin programmer. Abbott technical support was contacted, however, no intervention was required. The device was explanted post-mortem. There was no allegation, suspicion, doubt, and/or no information suggesting the death was product-related.